Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving an alert notifier for low impedance. Upon interrogation, the left ventricular lead exhibited low impedance measurements; capture and sensing values were normal. The low impedance measurements were corresponding to drops in thoracic impedance that were visible on the corvue trend. No intervention was reported.